Manufacturer narrative:
Batch review performed on 16.04.2021: lot 155154: (B)(4) items manufactured and released on 25-may-2016. Expiration date: 01-12-2020. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other reported event since 2017. Clinical evaluation performed by medacta medical affairs director: 3 years after primary cemented tka the tibial plateau gets loose. It appears to be a case of idiopathic aseptic loosening, which is a possible adverse event following tka. The causes remain often undetermined, and also in this case we do not have enough information to draw a final conclusion. Visual inspection performed by medacta r&d manager: revision surgery of a gmk sphere implant after 2 years and 3 months from primary due to tibial subsidence. Tibial baseplate and insert have been removed and sent to medacta for inspection. No residual cement can be seen on the explanted tibia component. Cement most likely remained adherent to the bone and/or was removed during washing of the component after explantation. Some scratches can be seen on the medial distal edge of the component most likely caused during the detachment of the component from the bone. From visual inspection there is no evidence that the event was related to a faulty device.

Event description:
Revision surgery 3 years and 3 months after the primary for tibial plateau subsidence. The surgeon revised successfully the tibial components.